Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during the procedure the smartablate generator did not display a temperature and rf could not be delivered. The thermocool® smart touch® sf bi-directional navigation catheter was exchanged for another catheter (unspecified) to complete the case. There was no patient consequence. Issues of no temperature and no rf delivery are not reportable malfunctions. On (B)(6) 2018, the bwi failure analysis lab (fal) received the device for evaluation. Initial visual analysis identified, ¿foreign material found in the clear pebax sleeve approx 0.6 cm from distal tip. Entire pebax sleeve moves when bending it gently.¿ the issue of ¿foreign material¿ is considered a reportable malfunction. As such, the awareness date for this record is (B)(6) 2018 because this is when the bwi fal identified the reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during the procedure the smartablate generator did not display a temperature and rf could not be delivered. The thermocool® smart touch® sf bi-directional navigation catheter was exchanged for another catheter (unspecified) to complete the case. There was no patient consequence. Issues of no temperature and no rf delivery are not reportable malfunctions. On 5/2/2018, the bwi failure analysis lab (fal) received the device for evaluation. Initial visual analysis identified, ¿foreign material found in the clear pebax sleeve approx 0.6 cm from distal tip. Entire pebax sleeve moves when bending it gently.¿ the issue of ¿foreign material¿ is considered a reportable malfunction. Product evaluation: the device was visually inspected and foreign material was found on the pebax and the shaft was found bent. Electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the handle area and the puller wire was found detached from the brass ferrule causing the deflection issue. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material present biological-base material presumably human tissue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of issue from leaving the facility. The customer complaint was confirmed. The root cause of the biological material could be related to the procedure. Manufacturer's ref # (B)(4).